Manufacturer narrative:
The device referenced in this report was not returned to olympus for eval. An olympus endoscopy support specialist (ess) has visited the user facility and provided info regarding appropriate reprocessing of endoscopes and has scheduled a further f/u visit. Based on the info that was provided, the user facility was not reprocessing the endoscopes in accordance with the device instruction/reprocessing manual. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that the user facility was not reprocessing endoscopes in accordance with the directions for use. User facility personnel were not performing leak testing, and not immersing the entire rhino-laryngofiberscope during manual disinfection. There were no report of infections or other pt harm.